Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and atrial fibrillation(af) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of antiplatelet medication other than aspirin at the time of index procedure. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was performed. Post procedure event summary: on the same day, post index procedure the subject developed new onset of left bundle branch block. Two days post index procedure, the subject developed new atrial fibrillation. No action was taken to treat the lbbb, while the af was treated medically and other diagnostics were performed. Both the events led to prolongation of hospitalization. At the time of reporting, the events were considered recovering.